Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 225 mg/dl. The customer alleged the insulin pump was under delivering insulin because there blood sugar was average 225 mg/dl. Customer was treated with insulin pump for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer states that the cap that connects to the reservoir was damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.